Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 07/2022).

Event description:
It was reported that during an angioplasty procedure via atrioventricular, the pta balloon allegedly had deflation issue and retraction issues. Reportedly the balloon had to be punctured with a needle in order to be deflated. Reportedly, the balloon had experienced retraction issues after being deflated; however, it was able to be retracted through the sheath. It was further reported that the access site clotted but it was successfully treated with a suction catheter. Another device was used to complete the procedure. There was no further reported complications to the patient.

Event description:
It was reported that during an angioplasty procedure via atrioventricular, the pta balloon allegedly had deflation issue and retraction issues. Reportedly the balloon had to be punctured with a needle in order to be deflated. Reportedly, the balloon had experienced retraction issues after being deflated; however, it was able to be retracted through the sheath. It was further reported that the access site clotted but it was successfully treated with a suction catheter. Another device was used to complete the procedure. There was no further reported complications to the patient.

Manufacturer narrative:
H10: manufacturing review: as the lot number was provided, a lot history review was completed. Investigation summary: the device was returned for evaluation in a sheath. A visual inspection was performed and the distal tip of the sheath was noted to be buckled. Bunching was noted to the proximal half of the sheath. Incidental kinks were noted to the catheter shaft. No other anomalies were noted to the device. The sheath was pulled proximally on the device in order to expose the balloon. No anomalies were noted to the balloon. The balloon was not inflated due to the user puncturing the balloon. The balloon material was cut to expose the inflation/deflation ports. Slight bunching was noted to the ports, however they appeared to be open. No further functional testing was performed. Therefore, the investigation is confirmed for the reported retraction issue, as the device was returned stuck in a sheath, with bunching and buckling noted to the sheath. The investigation is inconclusive for the reported deflation issue, as no evidence of a deflation issue could be noted to the device and no functional testing could be performed due to the puncture to the balloon. The reported deflation issue may have contributed to the retraction issue. However, the definitive root cause for the reported deflation issue and retraction issue could not be determined based upon available information. It is unknown whether patient or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4 h11: h3, h6 (method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.